Event description:
It was reported that the patient¿s heart rhythm rapidly increased and then down to zero heart rate. It was noted that the trial began one day prior to the date of this report. It was further reported that when the trialing leads were turned on in the internal care unit the patient immediately went into asystole. Normal rhythm returned when the trial leads were turned off. The trial leads were explanted one day after trialing procedure. It was noted that it was incompatible with boston scientific pacemaker system. There had been no issues since. Additional information received reported that there were no visible malfunctions on the leads. Additional information received reported that the patient recovered without sequela. It was noted there was no patient injury. It was noted there was no death.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID: 387345, lot# va07nx2, implanted: (B)(6) 2013, explanted: (B)(6) 2013, product type: screening device. Product ID: 387345, lot# va07nx2, product type: screening device. (B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.